Manufacturer narrative:
Citation: espinoza rueda ma, et al. Description of the step-by-step technique with snare catheter for tavr in horizontal aorta. Jacc case rep. 2021 dec 1;3(17):1811-1815. Doi: 10.1016/j.jaccas.2021.09.006. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case series regarding patients with aortic stenosis with a horizontal aorta treated with transcatheter aortic valve replacement (tavr) using self-expanding prostheses. Patient 3: an (B)(6)-year-old male patient with a bicuspid aortic valve and aortic root angulation of 69° who underwent transfemoral tavr with a 34 mm medtronic evolut r valve system (unique device identifier numbers not provided). During the procedure, attempts to cross the stenotic aortic valve with the enveo r delivery catheter system (dcs) were unsuccessful. Subsequently, a non-medtronic snare catheter was used to facilitate crossing the aortic valve with the enveo r dcs. Following successful valve implant, a transient ischemic attack occurred, which resolved thirty minutes later. Post-operative third-degree atrioventricular block developed, requiring permanent pacemaker implantation. The patient was discharged 72 hours after tavr. During outpatient follow-up at 30 days and 3 months, all patients were asymptomatic. No additional adverse patient effects or product performance issues were reported.